Manufacturer narrative:
This product is not marketed in the us. Work order search: a lens work order search was performed. No similar complaint type events found. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 vticm5_12.1 implantable collamer lens, -12.0/+3.5/89 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2018 the lens was explanted and exchanged due to glare/haloes. The problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro centrifuge vial. Visual inspection found no visible damage to the lens and residue on the lens surface. (B)(4)